Event description:
The distributor reported that there was a black line in the image. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solution USA. (B)(4). The service engineer was unable to duplicate the problem. The service engineer performed calibration and self tests and all functions met specs. (B)(4).